Manufacturer narrative:
Initial reporter telephone number: (B)(6). Device evaluated by MFR: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after seven (07) days post intraocular lens (iol) implantation, patient developed iritis in their left eye. Medication of cyclomid & gatilox dm was prescribed. The iol remains implanted. No further information available.